Event description:
It was reported that the patient underwent an initial right knee surgery. Subsequently, the patient suffered from several knee effusions and pain and was revised approximately 1 year post-op. The rep noted that the femur had a lack of bony ingrowth. The patella was retained. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42522100910 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes g-h/cr femur sizes 8-11 - 66689627. 42535008302 - 0â° spiked keel right size h osseoti tibia - 66460988. 42540000038 - all poly patella cemented 38 mm diameter - 66651077. H6 : mechanical (g04) - femur. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event is confirmed. Visual examination of the returned product identified signs of being implanted scratched with foreign material adhered to the surface. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Operative notes and imaging were provided and reviewed by a healthcare professional. Review of the imaging revealed a right total knee arthroplasty without radiographic hardware complication. Of note, the quality/resolution of the image is suboptimal with substantial image blurring noted, which could limit detection of subtle findings such as radiolucency around the implant. The provided CT report indicates no loosening but does identify synovitis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.